Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that potential intermittent loss of capture was noted on the right ventricular (rv) and left ventricular (lv) leads connected to this cardiac resynchronization therapy defibrillator (crt-d). The patient was referred for a device check. The crt-d and leads remain in service. No adverse patient effects were reported.